Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead was explanted and replaced due to the patient experiencing chronic pain. No additional information was reported or was available.